Event description:
On (B)(6) 2025, the user reported a low blood glucose of 66 mg/dl after higher readings and noted lows occurred even without insulin during exercise. The user described using granola bars for management. No device malfunction or adverse device effect was reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.